Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that override item not appeared on list. The technical support specialist (tss) checked myqlink (mql) and identified that the item¿s override category was set to high alert, while user override category was set to general, which prevented visibility of the item. Tss was advised to contact the pharmacy for further assistance. Transaction review confirmed that user was ultimately able to issue the item successfully. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, override item not appeared on list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.